Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced ventricular fibrillation (vf) in which it took forty five seconds to shock due to undersensing and that smart charge feature was programmed to 5. The electrophysiologist was planning to perform a rescreening. Technical services (ts) discussed programming and configuration. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks. The smart pass feature was off. There was a significant morphology change during the event with large s to t segment elevation changes which lead to t wave oversensing. This patient has a concomitant pacemaker. No programming changes were recommended. Ts noted to recheck automatic setup to see what vector this s-ICD chooses.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced ventricular fibrillation (vf) in which it took forty five seconds to shock due to undersensing and that smart charge feature was programmed to 5. The electrophysiologist was planning to perform a rescreening. Technical services (ts) discussed programming and configuration. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks. The smart pass feature was off. There was a significant morphology change during the event with large s to t segment elevation changes which lead to t wave oversensing. This patient has a concomitant pacemaker. No programming changes were recommended. Ts noted to recheck automatic setup to see what vector this s-ICD chooses.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced ventricular fibrillation (vf) in which it took forty five seconds to shock due to undersensing and that smart charge feature was programmed to 5. The electrophysiologist was planning to perform a rescreening. Technical services (ts) discussed programming and configuration. This s-ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced ventricular fibrillation (vf) in which it took forty five seconds to shock due to undersensing and that smart charge feature was programmed to 5. The electrophysiologist was planning to perform a rescreening. Technical services (ts) discussed programming and configuration. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks. The smart pass feature was off. There was a significant morphology change during the event with large s to t segment elevation changes which lead to t wave oversensing. This patient has a concomitant pacemaker. No programming changes were recommended. Ts noted to recheck automatic setup to see what vector this s-ICD chooses. Additional information was received that this patient received additional inappropriate shocks due to noise and oversensing. Ts noted this to be a chronic issue. The field representative ran automatic setup and rescreened this patient in which all vectors were unsuccessful. This patient was admitted to the hospital in which the physician would consult other physicians on the plan for this patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced ventricular fibrillation (vf) in which it took forty five seconds to shock due to undersensing and that smart charge feature was programmed to 5. The electrophysiologist was planning to perform a rescreening. Technical services (ts) discussed programming and configuration. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks. The smart pass feature was off. There was a significant morphology change during the event with large s to t segment elevation changes which lead to t wave oversensing. This patient has a concomitant pacemaker. No programming changes were recommended. Ts noted to recheck automatic setup to see what vector this s-ICD chooses. Additional information was received that this patient received additional inappropriate shocks due to noise and oversensing. Ts noted this to be a chronic issue. The field representative ran automatic setup and rescreened this patient in which all vectors were unsuccessful. This patient was admitted to the hospital in which the physician would consult other physicians on the plan for this patient. Additional information was received that this s-ICD was explanted. A transvenous device system was implanted in place. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.